Event description:
A caller reported damage to the pump housing and usb port, which affected their ability to charge the pump, although the pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the caller to put the pump into storage mode before returning it. The caller would continue using the current pump as backup therapy. A replacement pump with updated software was sent, and the customer was advised on the necessary steps upon its arrival. Additionally, the customer requested a replacement cable and wall adapter, which were also sent to ensure satisfaction.